Manufacturer narrative:
MDR (B)(4) / initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient placed the tubing in the notch prior to pulling back (cocking) the spring on (B)(6) 2026, involving five infusion sets, which resulted in high blood glucose and was treated with a correction bolus via the pump.